Event description:
It was reported to medtronic minimed that the customer experienced a device not found error while attempting to pair with the pump with sensor. The customer reported no adverse event. The event involved product(s) mmt-5120d1. Troubleshooting was performed. Customer reports being unable to pair sensor with pump. Pump and sensor would not pair after troubleshooting. No harm requiring medical intervention was reported. Product return for mmt-5120d1 is not expected.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from mmt-5120d1 to mmt-5120c1 as per new additional information and updated in sections d1/d2a/d2b and d4. We received the following: one partial opened/used simplera serter in disabled state, one simplera sensor not returned, and then performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), none were found. Then proceeded to take the serter to the nikon microfocus x-ray system machine (xtv-160), and found the sensor carrier actuation clips are intact, inspected the insertion and retraction springs for any misalignment and none were found. Then, proceeded to disassemble the serter, and using the sciencescope macroscope (cc-smart-4k-af), inspected the plunger, retainer, frame, and sensor carrier/snaps for physical damage and found the retainer clips were found bent. Inspected the needle retractor shoulders and found both shoulders to be intact without damage. Then inspected the insertion needle for any burrs blunt or dull tips and none was found. In conclusion: the customer complaint of simplera not pairing is not confirmed, due to simplera sensor was not returned. Because the simplera unit was already opened or used when we received it for testing, it is impossible to determine when or how the retainer clips was found damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.